Event description:
Customer reported checking his glucose before lunch and noted he received erratic readings on his freestyle freedom lite blood glucose meter. Customer reported receiving readings of 347 mg/dl, 322 mg/dl and 301 mg/dl within 10 minutes at approximately 11:30 am on (B) (6), 2010. All tests were performed on the arm. The results when plotted on a parkes error grid fell into the "a" zone showing the difference in values is not considered to be clinically significant. He further reported, he then ate lunch and self-administered a "shot". Following this, he subsequently experienced confusion, slurred speech, diaphoresis, looked pale and thought he was having a heart attack. Paramedics were called, checked his glucose on an unknown brand of meter and received a result of 39 mg/dl. Customer then re-checked his glucose on his adc meter and received a result of 92 mg/dl. This comparison was not completed within 10 minutes. An intravenous infusion of unknown type was initiated; customer was then transported to a local healthcare facility and was diagnosed with hypoglycemia. At the hospital, customer had his blood drawn for lab analysis and a urinalysis was done. He was also given food to eat. Customer self-treated with an unknown number of glucose tablets and orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
It should be noted: while troubleshooting with the customer, it was discovered the customer did not wash prior to testing, which may cause imprecise results. This report is being filed as a final. The device has been returned and an investigation utilizing the returned meter (serial no: (B) (4)), retained test strips (lot no: 1002834) and retained control solutions (lot nos: 9f1p12 and 9f3p11) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. Additionally, a review of the meter's internal memory log revealed the results of 301 mg/dl, 347 mg/dl and 322 mg/dl were received between 15:22 (3:22 pm) and 15:24 (3:24 pm), but the reading of 92 mg/dl was received at 7:30 am, all on (B) (4), 2010. Investigation results: (B) (4).